Event description:
Complainant alleged that during a routine shift check by clinician, the device displayed a "bridge test failed" message. Complainant alleged that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the bridge board. Analysis of failures of this type has not identified an increase in trend.